Event description:
The customer is concerned why architect stat troponin-I assay results are not increasing over time as would be expected with a patient having an mi (myocardial infarction). The customer states that emergency department physicians are concerned with the results because the patients present with chest pain and generate results of greater than 0.04 ng/ml on the I-stat troponin and architect stat troponin assays with no other clinical symptoms indicating an mi (EKG normal). The customer stated that any result greater than 0.04 ng/ml is considered high (positive) on either platform. The physicians are requesting assistance in correctly identifying patients with true mis. Also, results are higher on the architect i2000sr analyzers on the same samples that are tested on the I-stat platform. The customer does not believe anything is wrong with the analyzers. The customer believes that the I-stat results are more accurate since the architect results do not increase over time. The customer gave one example of one patient on (B)(6) 2011 generating an I-stat troponin result of 0.08 ng/ml and an architect result of 0.13/0.14 ng/ml. The customer gave the following architect results of serial draws performed on this patient (each result is a separate draw taken three hours apart): 0.127, 0.111, 0.118, 0.118, 0.116, 0.122 and 0.129 ng/ml. The customer states that no unnecessary treatment has been given to any patient. The abbott technical assay specialist discussed with the customer other conditions that may cause elevated troponin levels. There is no other impact to patient management reported.

Manufacturer narrative:
Aware date for initial MDR report corrected from (B)(4) 2011. Clarification of serial blood draws on this patient: (B)(6). The evaluation consisted of an accuracy protocol using in-house retained kits of reagent lot 03031un11, testing an in-house panel of samples with a known concentration of troponin. Panel results were within specification, demonstrating that the assay can accurately detect a known concentration of the troponin analyte. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of the current evalutation, the architect stat troponin-I reagent, lot 03031un11, is performing as intended. No product deficiency was identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).